Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete, and upon turning the pump back on, a button alarm occurred. Tandem technical support educated the customer to keep items from pressing on the button. Subsequently, the customer reloaded the cartridge; however, had been inadvertently connected to the infusion set tubing during the fill tubing process and filled the tubing with 19.3 units of insulin. Reportedly, the customer awoke with an elevated blood glucose (bg) level of up to 415 mg/dl with large ketones, and a bolus was delivered to address the bg level. During the call with tandem technical support, the customer's bg level decreased to 227 mg/dl. Recommendation was made to consult with the clinical diabetes educator regarding diabetes management.